Manufacturer narrative:
The coaguchek xs serial number was not provided. The product was requested for investigation, but has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of a questionable result from the coaguchek xs meter. The meter result was 5.0 inr. The meter result was 8.0 inr. The laboratory result was 8.63 inr. The time interval was not provided. The patient¿s therapeutic range was not provided.